Event description:
It was reported to boston scientific through the australian medical device incident report investigation scheme that during photoselective vaporization of the prostate procedure, the surgeon began using the laser and requested an increase in vapor level. He then noticed something was wrong. The laser operator placed the machine on standby. At that moment, a spark was observed coming from the fiber cable on the scrub table, which stopped once the machine was in standby mode. The machine was then turned off, and the cable was removed from the sterile field. Upon inspection, the fiber cable was found to be completely broken into two pieces. No information about the patient outcome was provided.

Event description:
It was reported to boston scientific through the australian medical device incident report investigation scheme that during photoselective vaporization of the prostate procedure, the surgeon began using the laser and requested an increase in vapor level. He then noticed something was wrong. The laser operator placed the machine on standby. At that moment, a spark was observed coming from the fiber cable on the scrub table, which stopped once the machine was in standby mode. The machine was then turned off, and the cable was removed from the sterile field. Upon inspection, the fiber cable was found to be completely broken into two pieces. No information about the patient outcome was provided.